Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2022-00808; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2022-00808.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post patient's right knee revision, the 79 y/o male patient intraoperative findings revealed a moderate amount of noninfected appearing joint fluid. There was synovial hypertrophy consistent with polyethylene wear. The polyethylene liner was dislodged from the tibial locking mechanism. There was severe backside wear of the polyethylene liner without significant wear on the articular surface of the polyethylene. Femoral component was well fixed and in good position as was the patellar component. The tibial component had a osteolytic lesion under the medial aspect of the tibia encompassing about 20 to 25% of the supportive surface of the implant. The tibial component was solidly fixed and retained.